Manufacturer narrative:
A review of the manufacturing documentation associated with lot 317464 presented no issues during the manufacturing process that could be related to the event reported. The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a smart flex 6x120 smart flex vascular self-expanding stent (ses) was noted to be frayed/split torn during prep and the device was not used. The damage was noticed on the guidewire prior to use. Another cordis device was used to complete the procedure. There was no reported patient injury. The product was stored and handled according to the instructions for use (IFU). There was no damage noticed prior to opening the package. There was no difficulty removing the device from the sterile packaging. The device was prepped per the IFU and there was no difficulty experienced in prepping the device. The product was not re-sterilized. The access site was femoral and the target lesion was the superficial femoral artery which had an occlusion. Lesion calcification was reported as moderate; there was mild vessel tortuosity and the percentage of stenosis was seventy-per cent. The device was not used for a chronic total occlusion. The device is expected to be returned for evaluation.

Manufacturer narrative:
The product history record review is anticipated; however, it has not yet been finalized. The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A smart flex 6x120 smart flex vascular self-expanding stent (ses) was noted to be frayed/split torn during prep and the device was not used. The damage was noticed on the guidewire prior to use. Another cordis device was used to complete the procedure. The product was stored and handled according to the instructions for use (IFU). There was no damage noticed prior to opening the package. There was no difficulty removing the device from the sterile packaging. The device was prepped per the IFU and there was no difficulty experienced in prepping the device. The product was not re-sterilized. The access site was femoral, and the target lesion was the superficial femoral artery which had an occlusion. Lesion calcification was reported as moderate; there was mild vessel tortuosity, and the percentage of stenosis was seventy-per cent. The device was not used for a chronic total occlusion. There was no reported patient injury. The device was returned for analysis. A non-sterile unit of ¿smart flex 6x120 vas, 120cm¿ was received for analysis inside of a plastic bag. The device was unpacked and was placed at one metallic tray to perform the product evaluation. The unit was thoroughly inspected observing that the stent is still mounted properly on the device. The hemostasis valve is tight closed. The lock tab was not returned. No damages or anomalies were observed. Functional analysis was performed to determine if resistance/friction or obstruction between the wire lumen and the guide wire can be found at the insertion/withdrawal process. The wire lumen was flushing with water; a syringe filled with water was attached to the hub and positive pressure was applied until the water flowed out of the wire lumen by the distal tip. Neither resistance nor loose material was observed during the flushing procedure. Insertion/withdrawal test was performed: a lab sample guide wire of the proper size was inserted by the distal tip and advanced all the way through the inner shaft of the device. Then the guidewire was withdrawn completely from the inner shaft. Neither resistance nor friction was felt during the insertion/withdrawn test. A product history record (phr) review of lot 317464 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿guidewire lumen (inner shaft) ~ frayed/split/torn¿ was not confirmed. The returned unit does not present any damages or anomalies on the guidewire lumen and the insertion/withdrawal test of the guidewire through the wire lumen was performed successfully finding no anomalies. The exact cause of the reported event could not be conclusive determined during the product analysis. Procedural and or handling factors such as the user¿s interaction with the device and or vessel characteristics may have led to the reported event. According to the instructions for use ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent¿. Neither the phr review nor the product analysis suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.